Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, while closing the enterotomy of the jejunostomy with a white cartridge, the first stroke was fine, the second stroke the staples did not form, and the third firing stroke was fine. The surgeon hand sewed the opening were the staples were not formed. The procedure was completed with the same device. There was no patient impact.